Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the suspected cause for high threshold was unknown. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Additional information indicated that the right ventricular (rv) lead was surgically abandoned due to patient death. No further information was provided. No additional adverse patient effects were reported.